Manufacturer narrative:
Follow-up #1 date of submission 05/19/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/12/2014 with the following findings:a review of the pump black box data revealed occlusion alarms due to an unidentified high force. No occlusion alarms were duplicated during testing. The force sensor calibration reading was within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. The reporter stated that the pump frequently emitted occlusion alarms. The infusion set and cartridge were changed; however, the occlusion alarms recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.